Event description:
A journal article was reviewed which contained information regarding this catheter. During the ablation procedure the catheter suddenly became dislocated, and was moved above the aortic valve and into the ostium of the left main artery. The catheter was immediately withdrawn, however the patient developed severe symptoms of acute coronary hypoperfusion and cardiac arrest. Resuscitation and coronary angiography was performed, confirming acute occlusion of the left main artery and myocardial infarction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿acute left main coronary artery occlusion following inadvertent delivery of radiofrequency energy during ventricular tachycardia ablation successfully treated by rescue angioplasty with stenting: a two-year follow-up. Cardiology journal. 2013; 20,(1):100-102.¿ an email was sent to the author requesting additional information, with no reply as of yet. (B)(4).